Event description:
It was reported that on (B)(6) 2025, prior to use, the device was "broken when package opened." The customer reported that there was "no harm to patient or clinical staff."

Manufacturer narrative:
It was reported that on (B)(6) 2025, prior to use, the device was "broken when package opened." The customer reported that there was "no harm to patient or clinical staff." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.